Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. The device was reprogrammed successfully and the patient remained stable.